Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the right hip and then approximately 5 years later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: (B)(6) - 170-36-00 - biolox delta femoral head 36mm od, +0mm; (B)(6) - 186-01-52 - integrip cc, cluster 52mm, g2; (B)(6) - 190-30-07 - alt ha s clr std sz 7. Pending investigation. There is no other information available.

Manufacturer narrative:
Manufacturer narrative update: based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.